Event description:
The lead was implanted on (B)(6) 2012 and explanted on (B)(6) 2012. High threshold on atrial lead. The procedure took place at (B)(6) hospital. The physician was dr (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).